Event description:
The customer reported to olympus during preparation for use, image issue-red lines on the evis exera iii video system center. Upon inspection and testing of the customer returned device, no image was due to a faulty patient board. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the bottom chassis was corroded, a old version main switch which was pushed in, the video connector was in fair condition, the software version needs to be updated to the latest version 4.10 and the unit had a faulty patient board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty patient board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.